Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm. The insulin pump was unable to perform basic occlusion, occlusion, prime and no delivery test due to no button response. The insulin pump had minor scratches on display window, cracked case on the display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and cracked lcd window.

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time was over 300 mg/dl. Customer treated with manual injections. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.